Manufacturer narrative:
The product associated with this reported event was not returned for examination. A search of the database did not show any additional reports against the lot code. The investigation could not draw any conclusions about the reported event without the product to examine. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be rec'd, the investigation will be re-opened.

Event description:
Pt was revised due to a loose tibia tray. Osteolysis and polyethylene wear noted on insert. Unk manufacture of cement.